Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump on (B)(6) 2014. Customer's blood glucose level was 88 mg/dl. The alarm was present even after the insulin pump was reset. Customer stated that they will call tomorrow. Customer called again and their blood glucose level was 130 mg/dl. The customer's blood glucose level during the event was 250 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.